Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the diagnostic mobile programmer application was being used to setup an implant. Post implant when attempting to activate the device the application crashed. The device turned on after several attempts at rebooting the application. It was also reported that the patient connector needed to be placed over the device which should not be required. No patient complications have been reported as a result of this event.